Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The pil technician has verified that the touchscreen fails flex cable resistance ratio testing, confirming the complaint regarding the touch panel not responding. Due to this failure in flex cable resistance ratio, the touchscreen does not meet the acceptance criteria, the touchscreen is out of specification. No further failure investigation (fi) is required.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that there was misalignment in the touch position. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the lower half of devices touch panel did not respond. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Resolution and disposition are pending - investigation is ongoing.